Manufacturer narrative:
No unresponsive buttons, button error alarm or stuck button alarm noted. All buttons function properly. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board as properly locked. Device passed the displacement test and self test. Device had a scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had select button was slow and it was difficult to proceed even though the button was pressed. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.